Event description:
Patient was implanted with 2.4mm headless compression screw on an unknown date. Patient presented with a non-union of a scaphoid fracture. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the screw, implanted iliac crest allograft and implanted a new 3.0mm headless compression screw. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event can not be filed for a non-union. Placeholder.